Event description:
The patient reports hospitalization for low blood glucose levels. The patient also reports priming the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specification at the time of release. The patient administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence. The patient has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation, a rewind, load and prime sequence was successfully performed without errors or alarms. The pump clearly displayed the message ¿disconnect the infusion set from your body!¿ on the rewind screen and ¿be sure set is disconnected from your body, then select continue¿ on the prime screen. The pump was exercised for 29 hours and was found to be delivering as intended. Investigation revealed no evidence of a defect with the returned pump.